Event description:
Event description guidant received information that this ventricular lead had a loss of capture at high output. Also, the impedance was high. During an invasive procedure, a fracture was noted down by the clavicle upon opening the pocket. The patient was fine and is not pacer dependent.